Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. In addition, the following reportable event was identified during device evaluation: no image. Based on the completed investigation, both reportable malfunctions were due to damage on the circuit board unit. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported an endoscope communication error during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.